Event description:
On (B)(6) 2010, patient reported having elevated blood glucose readings of 400-500 mg/dl since (B)(6) 2010. Pt's normal blood glucose range is around 150-180 mg/dl. Pt stated she has removed her insulin infusion device and has been able to self treat by insulin injections. Pt reported she has not received any error messages or alerts. Pt stated her infusion sets are used for approx 3-4 days. Advised changing infusion sets every 2-3 days maximum. Advised pt on attempting to bolus via infusion device. Pt reported the connector needle at the end of the infusion tubing is bent. Assisted pt with changing out the infusion set and returning the infusion device to run mode the pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.